Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via an unspecified femoral access site in a 70-year-old male patient for cardiomyopathy. The patient¿s comorbidities include chornic heart failure. The patient¿s clinical state prior to initiation of support was reported as scai shock stage e, with a baseline lactate level of 12.7, indicating significant end-organ hypoperfusion prior to device placement. While on support, the impella cp device was operated at performance level p-8 with flows of approximately 3.3 liters per minute. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate, infusing at 18.3 ml/hr, with a reported purge pressure of 403 mmhg. The device was reported to be functioning as intended, with no evidence of device malfunction. A nurse reported placement of a reperfusion line for low or slow flow in the impella-supported lower extremity. This intervention was performed in the cardiac catheterization laboratory prior to the patient¿s transfer to the cardiovascular intensive care unit (cvicu), suggesting concern for impaired distal perfusion. After approximately 44 hours of support, care was withdrawn, and the patient expired. The death is being conservatively reported. However, given the patient¿s critical clinical condition, including scai stage e shock and significantly elevated baseline lactate, it is likely that the patient¿s underlying cardiogenic shock and severe hemodynamic compromise contributed to impaired peripheral perfusion and the overall clinical outcome.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 health effect - clinical code e2342 was added based on information received from the clinical site.

Event description:
Updated clinical narrative: additional information provided by the abiomed representative indicated that the patient decided on hospice/comfort measures, so all life-sustaining measures were removed and he subsequently passed. Prior narrative: an impella cp was inserted via an unspecified femoral access site in a 70-year-old male patient for cardiomyopathy. The patient¿s comorbidities include chornic heart failure. The patient¿s clinical state prior to initiation of support was reported as scai shock stage e, with a baseline lactate level of 12.7, indicating significant end-organ hypoperfusion prior to device placement. While on support, the impella cp device was operated at performance level p-8 with flows of approximately 3.3 liters per minute. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate, infusing at 18.3 ml/hr, with a reported purge pressure of 403 mmhg. The device was reported to be functioning as intended, with no evidence of device malfunction. A nurse reported placement of a reperfusion line for low or slow flow in the impella-supported lower extremity. This intervention was performed in the cardiac catheterization laboratory prior to the patient¿s transfer to the cardiovascular intensive care unit (cvicu), suggesting concern for impaired distal perfusion. After approximately 44 hours of support, care was withdrawn, and the patient expired. The death is being conservatively reported. However, given the patient¿s critical clinical condition, including scai stage e shock and significantly elevated baseline lactate, it is likely that the patient¿s underlying cardiogenic shock and severe hemodynamic compromise contributed to impaired peripheral perfusion and the overall clinical outcome.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.